Event description:
Device has a metal cannula covered by a rubber sheath. The sheath was noted to have a break/cut in it, which then had the metal cannula exposed. This was observed before it was used on the patient. It was removed from field and another opened, inspected and used without incident. In hindsight, the surgical tech stated that the handpiece was not secured in the packaging clip when it was delivered to field, which it normally is.